Event description:
Hospital notified company that the energy bars fluctuate on their system. Company was subsequently notified that the hospital also experienced an adverse event.

Manufacturer narrative:
Hospital notified company that the energy bars fluctuate on their system. This system was returned for evaluation, and the potentiometer switch was found to be defective, and replaced. Company did not submit an MDR at that time as this defect would not cause the system to operate at unsafe temperatures. On december 14, company was notified that the hospital had also experienced an adverse event. Details of this adverse event are not known at this time. A follow up report will be submitted when sufficient information is available.